Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which observed drops from the lower left edge near the corner of the bag. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was manufactured at one of the following manufacturing locations: (B)(4). Or (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was defective. The defect was further described as leak coming from the lower left corner. This issue was identified during setup, and preparation prior to patient use. There was no patient involvement. No additional information is available.